Event description:
It was reported that a pump displayed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received, but the eval is still in progress. When the eval is complete, a supplemental report will be submitted.